Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during left acoma aneurysm sized 4.5mm x 4.4mm, the operator delivered half of the coil to go into the aneurysm and then deployed the stent (subject device) to support and continued to fill coils. When inserted stryker coil it could not detach after it was advanced into lumen of aneurysm, then tried a non-stryker coil but it could not detach either. When the operator tried to withdraw the coil, the deployed stent (subject device) was brought to bifuration of aca (anterior cerebral artery) and mca (middle cerebral artery) and could not support the neck of aneurysm. The operator used the non-stryker coil to pull the stent (subject device) out and found the stent delivery wire (sdw) (subject device) kinked. The operator deployed another stent and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during left acoma aneurysm sized 4.5mm x 4.4mm, the operator delivered half of the coil to go into the aneurysm and then deployed the stent (subject device) to support and continued to fill coils. When inserted stryker coil it could not detach after it was advanced into lumen of aneurysm, then tried a non-stryker coil but it could not detach either. When the operator tried to withdraw the coil, the deployed stent (subject device) was brought to bifuration of aca (anterior cerebral artery) and mca (middle cerebral artery) and could not support the neck of aneurysm. The operator used the non-stryker coil to pull the stent (subject device) out and found the stent delivery wire (sdw) (subject device) kinked. The operator deployed another stent and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date: added. D4 expiration date: added. Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer was a coil was used go into the aneurysm, then the operator deployed the subject stent for support and continued to fill coils. The coil could not be detached after it was advanced into lumen of aneurysm, so the operator withdrew this coil, the deployed subject stent was brought to bifurcation of aca (anterior cerebral artery) and mca (middle cerebral artery) and could not support the neck of aneurysm anymore. So, the operator used a non-stryker coil to pull the subject stent out and found the it deformed. It was also reported the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.